Event description:
In march 2006 the lay-user/patient contacted lifescan alleging that his one touch fasttake meter was reading inaccurately high. In march 2006 around 9:00 pm, the patient started having symptoms of "weak legs" and was not speaking correctly. He tested his blood glucose and got a reading of "76 mg/dl." The patient's brother contacted the parmedics who arrived around 9:30 pm. He believes the paramedics obtained a reading of "5 mg/dl" using an unidentified device. The patient was given an IV with unknown contents. The patient indicated that during the day of the event, he took his prescribed not take any other medication for his diabetes. He was not hospitalized. Around 12:00 pm, the same day of the event, the patient tested himself with him meter and got a reading over "200 mg/dl." The customer care advocate (cca) verified that the patient was using blood samples from his fingers and was cleaning the puncture sites correctly. The test strips were in good condition. The cca however noted that the patient's meter was not coded properly which can cause inaccurate results. The meter, test strips, and control solution were replaced. Although the patient's meter was not coded correctly, this complaint is being reported due to the following conclusion: the patient reported blood glucose results of "76 mg/dl" with a lifescan meter and "5 mg/dl" on an unknown paramedic device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient developed symptoms and was treated with an IV.